Event description:
The customer reported the device alarmed to service battery. A review of the history log during investigation confirmed n56 (replace battery) and the battery assembly was replaced. The probable cause was due a depleted battery and is related to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.